Event description:
The customer reported that the system intermittently failed to allow fluoroscopic exposures and exhibited intermittent functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 power supply was evaluated and the calibrated to the optimal operating voltage. The associated pcb's were also evaluated and reseated. The hv cable connections to the x-ray tube were evaluated, re-lubricated and reseated. The system was tested and found to be working as intended, however the customer declined to return it to service.